Manufacturer narrative:
E1 - event site name: (B)(6). E1 - event site postal code: (B)(6). Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by the distributor's field service engineer that during a routine check the cs100 intra-aortic balloon pump (iabp) display was blank or flickering intermittently. There was no patient involvement and no harm reported. Repair is pending.